Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus was not working, the out of specification stylus was replaced and calibrated. It was also identified that the left keyboard hinge was broken. The sliding keyboard cover was missing. The power cord bay was broken. The media bay door was broken. Hinge plate screws were missing. The left display hasp was damaged. The bezel was damaged however functioned normally. The upper case was damaged. The printer drawer was broken. The lower case was worn out. The system fan was noisy. The link electronic module printed circuit board assembly failed functional testing. All found defective parts were replaced and all other identified issues were resolved. The device then passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of a programmer was unable to work despite being changed twice. The device returned for servicing. There was no patient involvement.